Event description:
A guideliner catheter was being used in a clinical procedure when the pushwire separated from the catheter shaft. The separated portions of the guideliner were retrieved from the patient without impact.